Manufacturer narrative:
The log file of the affected device as jb-0027 provided basis for the investigation. The evaluation of the logged entries showed that other than reported the operating time was shortened on (B)(6) 2017 while the device was running on the internal nimh battery which did not hold sufficient charge. The alarm messages "battery low" and "battery discharged" were being posted voltage-driven prior to battery depletion but the normative reserve of 5 minutes between posted "battery discharged" alarm and battery depletion was not met. In case of complete power loss (after depletion of the battery), the acoustical power failure alarm will sound according to iec (B)(4). This alarm is energized independently from the power supply and will last for at least 2 minutes. In the event of complete power loss, the device will stop ventilation by opening the safety valve to ambient allowing the patient for spontaneous breathing. The battery has been installed for 18 months and may have reached its end of lifetime based on the logged capacity trend.

Event description:
It was reported that few minutes after disconnecting the power cord for a verification, the device stopped ventilating and the message cockpit reboot showed up. No patient consequences reported.